Event description:
Procedure type: lap chole. According to the reporter: the surgeon opened the new sterile pack to perform the procedure. After the 4th litigation, the jaw of instrument would not open after firing. The surgeon used another instrument to fire over tissue then cut off and removed it from tissue.

Manufacturer narrative:
(B)(4).